Event description:
It was reported that a spectrum infusion pump was alarming air in line. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the air in line alarm caused by low ultrasonic sensor readings due to fluid intrusion on the upstream sensor assembly. The failed upstream sensor assembly was replaced.